Manufacturer narrative:
D2: the common device name and product code were populated with the best match based on a review of similar devices. D4: attempts have been made to gather all product identification information, and no further information has been provided. G4: device information has not been provided to identify the associated 510k. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A radiograph was provided and was not sent to mmi for image is a post revision image. Sending radiograph for analysis would not enhance the investigation. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unknown liner unknown; unknown head unknown. G2: foreign: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient initially went underwent a hip arthroplasty and was implanted with a mathys rm (competitor) cup and unknown products. The patient was revised for the first time to a tm modular 52mm and an augment due to bone loss and loosening. The surgeon believes that extensive bone loss forced the tm cup into a somewhat neutral position preventing good positioning of the liner for rom. Also, the exeter stem that was initially placed was also in a neutral, approx. 20 degrees of version also contributing to the dislocation of the implant. The patient was revised twice for dislocation.